Event description:
It was reported that the insulin pump accidentally fell into the water. Advised customer to revert to her back up plan of manual injections until the replacement device arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank screen as a result of moisture damage on the electronic assembly.